Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced insulin flow block at site event. The event occured within 3 hours of insertion. The insertion site was at abdomen. No further information was available.